Event description:
It was reported that the ilet bionic pancreas displayed recurring alert 65, indicating an audio malfunction despite multiple restarts, and a replacement device with an additional clip was arranged while the user transitioned to backup therapy; blood glucose remained in range, and there were no adverse events. Symptoms included no injury or clinical effects. Outcomes included no impact on health and continued use of cgm with backup therapy. Investigation included remote troubleshooting and user education, verification of shipping and return logistics, and instructions to shut down the device and to sync data prior to return. Investigation of the returned device revealed a suspected audio subsystem over/under current condition consistent with an audio alarm not audible, for which a replacement was provided. It was concluded, based on previously established findings for similar reports, that the cause was a device malfunction attributable to an internal component failure of the audio system.

Manufacturer narrative:
The device was received and evaluated by beta bionics. User complaint of device malfunction was confirmed via failure investigation. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.